Event description:
Customer reported that he lost his battery cap and requested a replacement. Customer was instructed to revert to a back up plan. Customer stated that he had no back up plan; customer was advised to contact his doctor or going to an emergency room. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.